Manufacturer narrative:
H4: the lot was manufactured between november 25-27, 2023. H11: the actual device was not available; however, three videos and two photographs of the sample was provided for evaluation. Visual inspection of the provided video samples shows dust inside the bag, however, dust cannot be easily identified on the photo samples. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the issue was likely due to contamination inherent in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within an unspecified quantity of exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags during inspection. The pm was described as, "dust". There was no patient involvement. No additional information is available.